Manufacturer narrative:
Gbo complaint no: (B)(4). Received 5 pc 450226/g160133w for evaluation. According to the investigation and comments, a review of the production documentation indicates no deviations. No abnormalities occurred during in process control that might affect the function of the product. In addition, during final checking, which includes functional tests, no irregularities were observed. The customer returned samples were visually checked; no defects were observed. Samples were functionally analyzed; the reported error could not be reproduced. The complaint cannot be confirmed.

Event description:
Customer advises that they have experienced the needle disconnecting from the holder when the tube is inserted. When opening the package they advised that one needle was attached but loose and would not have stayed connected if used. No injuries occurred.